Event description:
A customer reported to baxter corporate product surveillance, an unknown IV set in which a leak was observed. According to the report, there was a leak of an unknown chemotherapy medication from the upper y-site on IV set. The port was not being accessed at the time. The event occurred at an unknown time. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the reported condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. If additional information or samples become available, a follow-up report will be submitted.